Event description:
It was reported that at device change out procedure, the right ventricle (rv) lead had difficulty to be removed from the pacemaker (pm). The set screws in the header had failed to disconnect. The pm was subsequently disconnected from the rv lead and finally was explanted. A new pm was implanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of could not untighten setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the inset of the setscrew. The calcified blood was preventing the wrenches from engaging the setscrew inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood so the wrenches could not engage the setscrew to untighten it. Enough of the calcified blood was removed from the setscrew inset in the hospital by the physician. Then a wrench could be inserted far enough in to engage the setscrew to untighten it. The stuck lead could then be removed. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.